Event description:
The customer reported receiving an alarm on her insulin pump. The customer stated that she was trying to put a battery in when the alarm came on and the insulin pump shut off. The customer's blood glucose was 175 mg/dl at the time the issue was reported. The customer stated that the temporary basal was not programmed prior to the alarm occurring. The alarm occurred after a new battery was inserted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.